Event description:
It was reported that during setup prior to a surgical procedure at the user facility the core impaction drill was overheating. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the user facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
During the device evaluation the reported event of overheating was duplicated. Upon visual inspection it was found that the motor pins were damaged and the motor cartridge and sockets were corroded. The socket corrosion was the probable cause of the reported overheating.